Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified left antebrachial vein. After a 4f non-bsc introducer sheath was inserted and an 18 non-bsc guidewire crossed the lesion, a 4.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device inflated at 14 atmospheres. No patient complications were reported and the patient's status was good.